Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for ria assembly tube, part and lot number unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported there were problems to attaching the reamer head to the drive shaft. There are 4 pins of the back on the reamer head and one of them was bending on the outside of the drive shaft. Delay of surgery 15 minutes this report is for the reamer/irrigator/aspirator (ria) tube assembly. This is report 2 of 2 for (B)(4).